Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been rec'd for eval. A root cause has not been identified. (B)(4).

Event description:
The surgeon reported that white connector (luer) detached from irrigation tube during irrigation and aspiration. He reconnected the tube to the white luer and completed the surgery. There was no pt harm reported.